Manufacturer narrative:
The offer of a service check of the stellant CT injection system was declined by the customer. The stellant disposable set that was in use during the procedure was discarded by the site; therefore, they are not available for evaluation. The customer was unable to provide the lot number of the disposables; therefore, testing of retained samples was not possible. Additional applications training was provided on may 30, 2018.

Event description:
On (B)(6) 2018, we received a copy of medwatch (mw5077658). A (B)(6) year old male inpatient was undergoing a CT scan of the chest with intravenous contrast enhancement while connected to a stellant CT injection system. During the injection, approximately 30-50cc of air was visualized in the right atrium, right ventricle and pulmonary artery on the subsequent images. The patient was asymptomatic; however, he returned to the inpatient unit for observation and was discharged to home a few days later without further issue. Note: this event occurred on (B)(6) 2018; however, we were not made aware of this event until (B)(4) 2018.